Manufacturer narrative:
The reported event of insulation damage was confirmed. Visual examination found the insulation perforated and the inner coil damaged consistent with procedural damage. No other anomalies were noted.

Event description:
It was reported that during an implant procedure that the left ventricular (lv) lead insulation was broken during a leak test. The physician elected to complete the procedure without an lv lead replacement. The patient condition was not known.